Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that one day following lasik surgery, the pt was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in the right eye. Per the optometrist, the pt presented with slight inflammation at the inferior edge of the corneal flap. The optical steroid drops were increased. In a follow up, the optometrist reported that the event resolved with treatment, after five days, and that the pt was doing well.